Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 100% stenosed, 2.25 x 16mm, eccentric, de novo target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. There was a significant bend between 45 and 90 degrees. A 2.25 x 16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. After removal, the tip of the stent was found to be deformed. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.